Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced low blood glucose over the holidays with unknown blood glucose levels at the time of the incident. The customer was at 65 mg/dl at the time of the call. The customer did not mention how they were treated. The customer experienced symptoms such as loss of consciousness. It is unknown if the customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer needed assistance pairing their pump to a transmitter. The insulin pump will not be returned for analysis.